Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the customer received a power source alert. Customer's blood glucose (bg) was 525 mg/dl. A manual insulin injection was used to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.